Event description:
It was reported that the implants were implanted in 2007. It was further reported that the stem was found to be loose and was revised.

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the manufacturer. If additional info becomes available, it will be submitted in a supplemental report.